Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 62-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. The patient developed bleeding and a hematoma at their access site during impella 5.5 support. The patient was taken to the or where an exploration of the hematoma revealed two bleeds that were subsequently repaired. Support was maintained with the implanted pump following the intervention.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issues has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the access site bleed was unable to be determined as insufficient clinical information and product was not returned for the investigation.